Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. The customer alleged that there was moisture behind the display. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 02/24/2017 device evaluation: the device has been returned and evaluated by product analysis on 02/06/2017 with the following findings: a review of the black box showed a call service 054 alarm on the date of the reported power issue. No unexplained power interruptions were found. No damage was found to the battery cap or the battery compartment. The battery cap was able to attach securely to the pump. The pump powered on normally with no alarms. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours with no power issues or alarms occurring. The battery cap contact height and width were within specifications. Unrelated to the original complaint, moisture was found in the display. The pump case was cracked between the keypad and the case seal. A leak test was performed and failed due to a leak at the crack in the case. The pump was opened to find moisture damage on the printed circuit board.